Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing reservoir tube o-ring, scratched case, cracked battery tube threads, cracked case at battery tube side, cracked keypad overlay at select button, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was long crack beginning from the top of the insulin pump and all along the length of battery tube. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.